Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cap. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "broken cap" was confirmed. Service determined that both pump head doors are broken. The device is returned unrepaired. A follow-up report will be filed if any additional details become available.